Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural conditions (poor imaging, user technique positioning) and challenging anatomy (restricted leaflet). The reported poor image resolution was due to patient's anatomy. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy and troubleshooting. The reported tr was a cascading effect of the reported tissue injury. Additionally, the reported patient effects of tissue injury and tricuspid valve regurgitation (tr) are listed in the triclip system instructions for use and are known possible complications associated with triclip procedures. The reported serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was advanced within the patient. The clip became entangled within the leaflets, troubleshooting was preformed and the clip was freed. A small flail was identified and the anterior/septal grasping location. The clip was moved medially and implanted successfully. An additional mitraclip was then attempted to be placed, but was unsuccessful due to the large coaptation gap. There was minor tissue damage, flail, to the leaflet caused by grasping and capturing attempts. The procedure was discontinued. The final mr was grade 4. There was no clinically significant delay reported.